Manufacturer narrative:
The investigation of the returned coil system found the implant stretched at proximal and to be attached to the pusher. No signs of activation was found on the pusher's heater coil and the introducer sheath was returned with dry blood contamination; furthermore, the device was experiencing heavy resistance/friction during functional testing using a compatible lab provided introducer sheath and microcatheter which is consistent with the damages found on the device. The physical evaluation of the device could not identify the conditions or circumstances that led to the damage, but the damage is consistent with the device experiencing forces over specification.

Manufacturer narrative:
A search for non-conformances associated with the reported part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device has not yet been returned to the manufacturer for analysis. The instructions for use (IFU) identifies premature coil detachment as a potential complication associated with use of the device.

Event description:
It was reported that during treatment of an aneurysm, the embolization coil implant encountered resistance during insertion and advancing into the microcatheter and unexpectedly detached in the microcatheter. The coil and microcatheter were removed successfully from the patient and other coils of the same type were used to successfully complete the procedure. There was no reported patient injury or intervention. Patient reported to be "stable." This is report 1 of 4. Reference MFR. Reports#: 2032493-2021-00247, 2032493-2021-00248, and 2032493-2021-00249.